Manufacturer narrative:
The customer¿s complaint of 'the device powering off during infusion while connected to ac power' was not confirmed. Plugged the device into ac power. The ac power led light illuminated when plugged in. Device powered on correctly in ac and dc power modes. Left device connected to ac power and removed the battery. Programmed the device to run a stress test on ac power. Programmed the device to run at a rate of 300 ml/hr. For a duration of 24 hours. Protocol start time on (B)(6) 2024 @ 4:00 pm. Protocol stop time on (B)(6) 2024 @ 4:00 pm. Device passed the protocol with line a vtbi complete. Device did not experience any shutdowns during this test. Device is functioning per design. Probable cause was not found. Reinstalled the battery and charge the battery for a minimum of 8 hours. Battery recharge start time. On (B)(6) 2024 @ 2:00 pm. Updated on (B)(6) 2024. Battery recharge start time. On (B)(6) 2024 @ 2:00 pm. Battery recharge stop time on (B)(6) 2024 @ 11:30 pm. Performed battery operational checkout. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours on dc power only. Battery operational start time on (B)(6) 2024 @ 11:50 pm. Device alarmed with low battery alarm n58 on (B)(6) 2024 @ 3:46 am total run time of 3 hours and 56 minutes. Device than alarmed with depleted battery n252 on (B)(6) 2024 @ 5:36 am total run time of 5 hours and 46 minutes. Device failed the battery operational checkout. Replaced the battery and recharged the battery for a minimum of 8 hours. Device passed the battery operational checkout. Probable cause is incorrect battery installed in the device. Non-ICU medical battery. Updated on 11/19/2024: engineering evaluated that while the pump did shut down during infusion, it was *not* while plugged into ac (as reported), but while running on battery. Further, the shutdown was caused by an abrupt loss of all battery power (dropping from charge level 4 to level 0 , apparently instantaneously). Apart from this incident, the pump was delivering accurately and operating correctly per design. The probable cause of the shutdown is evaluated as battery failure. Additional information can be found in b5.

Event description:
The customer provided the following additional information: there were no chemo infusions used for any of the devices. All preventative maintenance was completed in april 2024. There was no adverse event.

Manufacturer narrative:
Recall number z-2430-2023. The device was received for evaluation. The investigation is pending.

Event description:
The event involved a plum 360¿ infuser. The reporter stated that the device shut off while plugged in to ac during infusion. There was patient involvement and it was unknown if there was a delay in critical therapy. There was no adverse event reported.